Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the jet tube contained foreign objects (white foreign material). The root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: "small adjustment knob gets stuck" is due to wear of angle wire. The most probable cause of the complaint is cause traced to failure to component failure. The most probable cause of the additional failure "white foreign material" is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a small adjustment knob that got stuck. The event was found during a diagnostic colonoscopy which was completed with the same device. There were no reports of patient harm.